Manufacturer narrative:
The device was returned for investigation. The manufacturing record was reviewed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, during a product demonstration, the demonstrator was not able to introduce the bypass tube through the hemostatic valve of the 18f ce manta sheath.

Manufacturer narrative:
Device has not returned for evaluation, however, an investigation has been opened to review risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: complaint was received via email from on behalf of a sales rep. In italy. Four (4) actual samples available for investigation. It was reported that "during the product demonstration the bypass tube of the device did not fit into the introducer valve." These are associated to: MDR 3010252479-2021-00168, MDR 3010252479-2021-00169, MDR 3010252479-2021-00170.